Event description:
It was reported post implant of a laparoscopic gastric band during the first fill, the could not be accessed with the huber needle. Diagnostic test revealed the port had flipped. The strain relief was on the tubing and the hooks when observed were open. The port was replaced. The surgeon insured the hooks were deployed using the port applier and completed the first fill of 4 cc of fluid during the procedure. The patient is home and stable.

Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.